Event description:
Pseudogout [chondrocalcinosis pyrophosphate]. Swelling [swelling]. Joint effusion [joint effusion]. Joint pain in left knee [arthralgia]. Limping [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of both knees. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20), injection, at a dose of 2 ml (frequency and route not provided). The lot number of synvisc was not provided. On (B)(6) 2012, the pt experienced pseudogout. Relevant tests were performed which showed pyrophosphate calcium positive and sodium urate negative. On an unspecified date in 2012, the pt recovered from the event of pseudogout. The action taken with synvisc was not provided. Relevant concomitant medications reported include loxoprofen sodium. The intensity for the event of pseudogout was not provided. The reporting physician assessed the relationship between synvisc and the event as probable. Follow up info was received on (B)(6) 2012, in the form of qa (quality assurance) investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is release presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow up info was received on (B)(6) 2012, from physician regarding pt's medical history, laboratory tests, suspect drug, treatment therapy ad event info. The pt's medical history was significant for gonarthrosis of knees since (B)(6) 2007, hypertension, hyperlipidaemia and cramps of left lower extremity. On (B)(6) 2012, using a disposable needle without sterilized gloves; she had the first synvisc injection into external suprapatellar of left knee after sterilizing with iodine. The same day, synvisc treatment was permanently discontinued. It was reported that the pt experienced pseudogout in left knee. On an unspecified date, arthrocentesis was performed and the fluid aspired was not provided. On (B)(6) 2012, crystal test for pyrophosphate calcium and sodium urate was performed. On (B)(6) 2012, the pt recovered from the event of pseudogout. The outcome for the event of joint effusion was not provided. The intensity for the event of pseudogout was moderate. The intensity for the event of joint effusion was not provided. The reporter did not provide the relationship between synvisc and the event of joint effusion. Follow up info was received on (B)(6) 2012, from the physician which upgraded the case to serious. Follow up info was received regarding pt's medical history, laboratory tests, concomitant and treatment medication and event info. The pts medical history was significant for gonarthrosis of both knees (allergen and lawrence grade iii for left knee, grade not provided for right knee) and joint prosthesis replacement for right knee in 2006. The pt had concomitant disease hypertension since (B)(6) 2010, hyperlipidaemia since (B)(6) 2007 and cramps of left lower extremity since (B)(6) 2009. On (B)(6) 2012, after the synvisc injection the pt developed joint pain in left knee at 7:00 pm. On (B)(6) 2012, joint pain of left knee aggravated with significant limping and swelling. She visited the clinic and had arthrocentesis. Twenty six milliliter of joint fluid was aspirated which was opacified yellow. The pt received treatment with intravenous proclaimed hydrochloride for joint pain in left knee. On (B)(6) 2012, the event of joint pain in left knee recover. The outcome for the event of limping and swelling joint effusion and intravenous procaine hydrochloride for joint pain in left knee. On (B)(6) 2012, the event of joint pain in left knee recovered. The outcome for the event of limping and swelling was unk. The intensity for the event of joint pain in left knee, limping and swelling was not provided. Relevant concomitant medication reported included amlodipine besilate, pitavastatin calcium and shakuyakukanzoto. The reporting physician did not provide the relationship between synvisc and the event of joint pain in left knee, limping and swelling. It was reported that the physician presumed that synvisc induced "pseudogout" because the joint symptoms developed at the same site where synvisc had been administered.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.